Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer encountered difficulties loading a cartridge onto the pump. The customer's blood glucose level was not impacted. The customer had discarded the cartridge prior to contacting tandem technical support, therefore, no cartridge damage could be identified.